Manufacturer narrative:
(B)(4). Final analysis revealed sych ii battery resistance high; waveform test failed. The pump contained morphine.

Event description:
The hcp reported the pump was replaced due to normal battery depletion. The patient outcome was reported as "no injury".

Event description:
The pump was returned to the MFR for disposal only. No other info was provided.